Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2016; c4tr01 crt-p, implanted: (B)(6) 2013; 4968-35 lead, implanted: (B)(6) 2011; 4968-35 lead, implanted: (B)(6) 2011; 4968-35 lead, implanted: (B)(6) 2013; 5071-53 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the atrial lead was found to be dislodged upon follow-up, with decreased sensing, inconsistent threshold, and placement difficulty noted. A chest x-ray confirmed the dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.